Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during a follow-up prior to bowel surgery. Upon interrogation, no capture on the lv lead was noted. No patient symptoms were noted. Chest x-ray revealed micro dislodgement. The patient will continue to be monitored. The patient was stable.